Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 08-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. When omsc attached the device to the spare clv-s190, omsc confirmed the light quantity of the lamp of the spare clv-s190 and there was no abnormality found. Omsc surmised that there was no abnormality of the device.

Event description:
It was reported am olympus xenon lamp was dark/dim during a narrow band imaging (nbi) procedure. The lamp was used for 100 hours and the light intensity was about 300 lux. No information regarding patient impact was provided.